Event description:
Non english speaking patient underwent right mastectomy and breast reconstruction with tissue expander and alloderm two months ago. She had sporadic surgical follow up. The jp drain was removed from the breast 2 weeks later. The jp drain dressing was noted to be dirty by the surgeon. She subsequently developed swelling and redness and was placed on bactrim ds, 1 tab, twice a day. It is unclear whether she filled the prescription and took the med. She was admitted to the hospital last month with acute infection. Aerobic and anaerobic culture grew fusarium species; it is unknown how she got this.